Manufacturer narrative:
A sample is available that has not yet been received by the responsible manufacturing site for evaluation. An MDR was already previously submitted for this event under manufacturing report number 2523835-2016-00857. However, upon receipt of the sample at the first manufacturing site, it was learned that this device is a third party contract manufactured knife instead. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A materials manager reported that two knives were noted to be blunt and would not penetrate the eye during surgery. Alternate knives were obtained in order to complete the procedure with no impact to the patient. Upon receipt of the samples, one knife was clarified to be a third party contract manufactured knife.

Manufacturer narrative:
One knife sample was received and visually evaluated by quality assurance personnel. This is the first complaint reported for the provided lot. Review of the device history record indicates that the order was built to specification. Customer was not satisfied with deviation smxmst15 whereby a third party ophthalmic knife was added as a temporary substitution for the knife normally received this pak. Conducted a review of diner, on 9/13/16 special instructions were to swap out the manufacturer's 15 degree blade to a third party supplier blade. The correct quantity of fifty seven smxmst15 were ordered and issued for this lot. The root cause of the customer's dissatisfaction with the knife substitution is due to a temporary deviation which occurred due to a backorder with the supplier. During the backorder, a substitute knife was approved for use. A potential root cause includes an error during the supplier's manufacturing process. Action will not be taken for this occurrence. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. Manufacturing management and quality engineering materials will be made aware of this complaint through the monthly complaint review meeting. The supplier has been notified of the issue and the sample was sent for evaluation. (B)(4).